Event description:
Additional information received reported the patient was reprogrammed about two weeks prior to (B)(6)-2012. Stimulation was then working fine and providing therapy where the patient needed. Additional information received also reported the patient experienced swelling at the pocket site. A manufacturer representative went to the hospital and turned the implantable neurostimulator (ins) off due to the swelling. The pocket continued to swell and the patient was concerned the ins may be twisted. The patient was at a nursing facility and had not gone home since the car accident. It was also indicated that the patient had been run over by a vehicle. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from her implantable neurostimulator (ins) system following a car accident. Specifically, she lost therapy to her back and did not feel stimulation in her left leg, but could in her right leg. The patient was admitted to the hospital. Follow up information reported that the company representative talked to the patient and took care of the issue. Additional information was requested, but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-02978.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3986a, lot #lb7754, implanted: 2003 (B)(6), explanted: na, lead model 3986a, lot #lb7754, implanted: 2003 (B)(6), explanted: na, adaptor model 748951, serial # (B)(4), implanted: 2004 (B)(6), explanted: na, adaptor model 748951, serial # (B)(4), implanted: 2004 (B)(6), explanted: na, programmer model 7435, serial # (B)(4), concomitant ins system: neurostimulator model 7427, serial # (B)(4), implanted: 2004 (B)(6), explanted: na : extension model 7495-10, serial# (B)(4), implanted: 2001 (B)(6), explanted: na, lead model 3487a-45, lot# j0104137v, implanted: 2001 (B)(6), explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).